Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 602 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with small ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.